Event description:
During evaluation of a returned small volume intermate, the device was found to be missing the winged luer cap. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 20, 2013 to november 22, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. A visual inspection identified that the winged luer cap was missing. The cause of the missing component could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received outside of its original packaging; therefore, it is unknown whether the luer cap present before the packaging was opened, and a defective product was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.